Event description:
It was reported that outside of surgery, the unit was sent for annual calibration and maintenance. During device evaluation it was discovered that the comb was damaged. There was no patient involvement. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the ratchet and comb were damaged. The ratchet gear and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: singapore.